Manufacturer narrative:
Insulin pump received with cracked bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to cracked bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there is a diagonal crack across display screen which prevents reading of display screen. Customer reported that it was not there prior to going to work and it appeared after two hours of being at work. Customer does not know how damage occurred. Customer's blood glucose was 70 mg/dl. Customer was advised that insulin pump would need to be replaced.